Event description:
Philips received a complaint on the v60 ventilator indicating that the electrical safety test had failed. The device was reported to be outside of use at the time of the reported problem.during remote service, the customer stated to the remote service engineer (rse) that grounding on the electrical safety test was reading high at just over 0.2 ohms. The rse advised the customer to disconnect the power cord from the unit and check the resistance of the power cord by itself, and then to replace if needed. The customer was also advised to remove the excess loctite on o2 inlet screws if needed and then refer to chapter 9.18.1 of the service manual for further repair suggestions. Following the remote service, good faith effort (gfe) attempts were made to confirm resolution of the issue and a response from the customer was received on 11/17/2022, stating that the issue was resolved. The customer did not provide further information on how the issue was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.